Manufacturer narrative:
Follow-up #1: date of submission (B)(6) 2016. Device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2016 with the following findings: a review of the pump black box revealed evidence of a voltage drop resulting in a replace battery alarm. There was additional voltage drops observed. The pump powered with the returned battery cap. The battery cap was unable to fully tighten. The battery compartment was found to be cracked from the thread area to the case seal and below the grip pad. The current draws were within specifications. A ¿battery life¿ issue was not duplicated during investigation. The pump case was removed. There was no evidence of moisture or loose components inside the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life w/ damage) issue. It was noted that the battery life was less than expected. It was noted that the battery compartment was damaged. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.